Event description:
Pt underwent surgery in 2000. Thrombus was removed from the prosthetic valve. Trans-esophageal echocardiogram was performed during surgery and showed inadequacy. Prosthetic valve was removed and replaced with a st jude mechanical valve. Unable to determine if valve malfunctioned.